Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "speakers are nearly muted" was reproduced. Evaluation experienced that the speaker volume was very low, evaluation checked the speaker settings and made sure that the volume was turned on high. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed I/o pcb. The I/o pcb required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's speaker were nearly muted found in the biomed service department. There was no patient involvement. No additional information is available.